Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records have been received and imaging studies have been requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2026 with the implant of an afx2 bifurcated stent graft, an afx vela suprarenal stent graft and an ovation ix limb stent graft. Apparently, graft billowing and a possible endoleak was identified at time of angiogram; however patient stats were improving. Post-op that evening the patient was reported to develop some mild abdominal discomfort prompting a follow-up computed tomography scan which discovered the presence of a possible type ia endoleak. Later that evening the abdominal discomfort resolved spontaneously. Diagnostic angiogram conducted on (B)(6) 2026 revealed a questionable type ia endoleak. The physician elected to complete a secondary reintervention with a palmaz (non-endologix) stent on (B)(6) 2026 which appeared to improve the type ia endoleak post dilation and placement, but subtly remained along the right lateral aortic wall above the aaa. The patient will be monitored although status was reported to be doing well post-secondary procedure. Note: the afx2 system was evaluated using endologix components. The safety and effectiveness of other stent or stent graft devices used in conjunction with the afx2 system have not been established.